Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 580-600 mg/dl. Customer delivered a manual insulin injection to address the elevated bg. Reportedly, the customer reverted to an alternate method of insulin delivery.